Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a left total hip that is painful. The original surgery was done by dr. (B)(6). At unknown time. The surgeon believes the stem to be loose, so the surgeon revised the femoral component and did a liner exchange on the pinnacle cup. The trilock stem seemed to be well fixed, but was still removed. The cup was well fixed and retained. Doi: unknown. Dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.